Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this 73 year old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve in valve procedure after an implant duration of six (6) years and eleven (11) months for unknown reason. The patient was 66 years old at the time of surgical valve implantation. A 26mm transcatheter valve was implanted within the pre existing surgical edwards valve.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. As reported, due to the privacy and confidentiality policies, the customer was not able to provide further details for this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date), h6 (impact code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. No details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Based on the information available, a definitive root cause cannot be conclusively determined.